Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left deflation. The device has been explanted..

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as fold flaw opening and observed opening on anterior side assessed as surgical damage. Creases folding of implant: observed creases on the device. Additional observations: observed wear abrasion on the device. No further actions are required as the device was implanted.